Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg due to weight loss. The patient underwent surgical intervention on (B)(6) 2016, where the physician revised the ipg pocket site by burying the ipg deeper and anchoring the device. The patient's issue was resolved.